Event description:
A male pt underwent taa repair in 2009. The devices were placed friday morning without incident. The following day, the pt's blood pressure dropped. The physician tried for over 40 mins to compress (chest compressions); however, the pt expired. Autopsy will not be performed and the cause of the pt's expiration is unk.

Manufacturer narrative:
This report is still under investigation.